Event description:
It was reported that the asymptomatic patient presented in clinic with stored episodes of non-sustained lead noise due to intermittent ventricular oversensing. Device was reprogrammed and patient will be monitored.